Event description:
It was reported that the motor of a medfusion® 3500 syringe pump was not running. No injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection found the tamper seal removed as well as top and bottom cases in fair condition. A review of the event history log found a motor not running error. Occlusion testing was able to duplicate the motor not running error. The issue was caused by the main pc board not operating as intended due to normal wear. Based on the evidence, the root cause was attributed to normal wear.